Event description:
It was reported that during initial vessel puncture, the physician noted that the introducer needle, when connected to the arrow raulerson syringe (ars), would not aspirate blood. Upon further inspection, the needle hub was observed to be broken. As a result, the procedure was delayed. The affected device was removed from use and replaced with another device to complete the procedure. No additional medical intervention was required. There were no reports of patient injury, adverse health consequences, or harm associated with the event. The patient's condition was reported as fine. The outcome associated with the event was a delay in therapy only.

Manufacturer narrative:
(B)(4).